Event description:
Alleged complications include intermittent urinary leakage unrelated to straining or coughing, intrinsic sphincter deficiency or unstable bladder symptoms, urge incontinence, overactive bladder, and urinary tract infection (uti), and dysuria

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications include intermittent urinary leakage unrelated to straining or coughing, intrinsic sphincter deficiency or unstable bladder symptoms, urge incontinence, overactive bladder, and urinary tract infection (uti), and dysuria

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications include intermittent urinary leakage unrelated to straining or coughing, intrinsic sphincter deficiency or unstable bladder symptoms, urge incontinence, overactive bladder, and urinary tract infection (uti), and dysuria

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Moderate to severe mesh erosion that has been present for quite some time - apparently, she has also had it done. - both times erosion occurred - she wishes to have this one removed, since it is causing discomfort to her husband during intercourse - it is certainly extremely loose and does not appear to be attached laterally except underneath the mucosa skin ¿ diagnosed with mesh erosion/exposure. Mesh revision and removal of exposed mesh. Mesh revision surgery: underwent revision and removal of suburethral mesh with primary closure, cystoscopy for mesh erosion exposure, suburethral, from previous placement of eurotech (must be uretex) tension free tape under general anesthesia following the mesh revision surgery, she developed complications that does not required additional surgery.